Event description:
During service of product unit a won't cycle condition with all leds on and a constant single tone alarm, due to integrated circuit u28 on the logic board being out of specification. Replaced u28.